Event description:
It was reported that the patient presented to the hospital because of pain in the chest during push-ups. The device was interrogated and the physician noted exit-block. Upon x-ray, a "big cable bundle" was noted near the device, the right ventricular (rv) lead was not in the rv and "the screw was not in the lead," rather it was on the right atrial wall. During the lead replacement procedure, the physician saw blood in the device header and damage to the screw entrance for the rv pace/sense portion of the lead. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found. (B)(4) the full lead was returned, analyzed and the helix disengaged from the sliding member. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and the lead was stretched. The analyst commented that the helix was not returned with the lead.